Manufacturer narrative:
Customer complained on (B)(6) 2021 the buttons are not functioning properly and keypad is pillowing. Device passed self test and displacement test. All buttons function properly, however moisture damage was noted on keyboard traces. Device passed the keypad voltage test. No damage noted to keypad assembly and connector on electrical board 1 was locked properly during visual inspection. Device successfully downloaded to thus. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. P-cap/reservoir locks properly. All buttons function properly, however moisture damage was noted on keyboard traces. Confirmed keypad pillowing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump quit working and had bubble on button and insulin pump button was not responding as usual. Customers stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. No harm requiring medical intervention was reported. The device will be returned for analysis.